Manufacturer narrative:
Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown - screw locking/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4) it was reported that the patient had delayed healing and four screws broke postoperatively, requiring additional surgical intervention to remove the hardware. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a hardware removal surgery took place as a result of a delayed union in the right tibia; surgeon removed four (4) broken 5.0mm locking screws, a liss plate, and a lcp plate. There is 1 device in this complaint. Concomitant devices reported: ti proximal tibia liss plate (part# 422.308, lot# 2205675, quantity 1) 3.5mm lcp plate 6 holes 85mm (part# 223.561, lot# 7891527, quantity 1). This report is 1 of 1 for (B)(4).